Event description:
It has been reported to philips that fluoroscopy was not possible and "detector too warm" message was appearing. The system was in clinical use and no harm has been reported to philips. A philips engineer identified that the system has a faulty fan in tcu. The fan was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine live screen inside the lab was not functioning fluro was not appearing detector too warm error. Review of the system log file showed that the fd controller: tcu status showed high temperature fault. Upon further inspection fse found identified that the system had fan fault in tcu. The fse replaced the tcu fan. After replacement of the tcu fan, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.